Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the sensor cannula was missing when sensor removed. Upon checking the part where they inserted it, they saw the cannula on to his skin that still inserted. Customer was able to remove the cannula on to his body. No harm requiring medical intervention was reported. The device will not be returned for analysis.